Event description:
It was reported that the patient inserted infusion set where the subcutaneous tissue was insufficient on (B)(6) 2026 which led to bent cannula and high blood glucose. The high blood glucose level was treated with pump.

Manufacturer narrative:
E1: patient country: egypt. Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.